Manufacturer narrative:
The device was not returned for analysis. A visual and dimensional inspection was performed on unused/sterile units from the same part and lot number. The inspection found no abnormalities. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the device was not completely tightened/connected resulting in the reported leak; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unknown lesion. A 20/30 ppak with copilot could be seen leaking liquid at the point of connection with the copilot. Another device from the same lot was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.